Event description:
I had essure implanted in 2007 and started having health problems in 2014 with the issues becoming unbearable this past year. Autoimmune issues, dental issues, gynecological problems, heart palpitations, dizziness, severe abdominal bloating, vision problems, intestinal issues, etc. Doctor agreed and is removing them through a surgery (bilateral salpingectomy) tomorrow.